Event description:
It was reported that customer experienced damage to pump housing around usb charging port, including a crack and loose plastic around the port, while still being able to charge pump, and cause of damage was described as normal wear and tear with no specific event identified. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery while technical support confirmed warranty status and shipping details, instructed customer on placing pump into storage mode, transferring pump settings and reconnecting cgm to replacement pump, advised on setup options for replacement device, and arranged return of damaged pump and shipment of replacement pump.